Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection revealed that the univers revers trial 36 +3 was broken in two parts. Functional testing was not performed due to the device's damage. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/20/2025, a sales representative reported via (B)(4) that an ar-9530s-03 trial humeral insert 36 +3 was damaged. This occurred during a case and is no longer usable.